Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 45 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient developed a large left retroperitoneal hemorrhage after initiation of heparin, plavix, and aspirin therapy for a myocardial infarction approximately 1 month ago. Angiography was performed at the left lumbar artery in the expected area of the retroperitoneal hemorrhage, and the physicians elected to perform a gelfoam embolization of the left lumber artery. After the embolization, there were no signs of active bleeding and no immediate complications. The patient is still being monitored.

Manufacturer narrative:
(Secondary intervention required) (hemorrhage) evaluation: results: lack of information (pending patient discharge summary). Evaluation: conclusion: lack of information (pending patient discharge summary).